Event description:
The customer reported the ventilator went vent inop and alarmed. The customer reported the ventilator was not in use on a pt, therefore there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service tech verified the reported problem due to a flow sensor failure. The service tech replaced the exhalation flow sensor to correct the problem. Extended self testing (est) and performance verification testing was performed on the ventilator, and all tests passed per operating specifications.